Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device(s) could not be evaluated to confirm the reported failure mode.¿ as such, a root cause could not be determined.¿ ¿we will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported their nicu has had to switch back to their original neotech item, #n306 due to the following complaint received back in december: the recent electrode conversion was not a 1:1 conversion. They need to keep the micro neoleads (ref n306). It was converted to limb leads (ref ep30016) and these are not equivalent. The ref for the other leads that they are having issues with is 31424785, and these are causing the monitors to pick up inaccurately reading the heart rate as the respiratory rate, which in turn can be a clinical cause of concern in their population that could cause further testing/workup, and/or a delay in discharge, etc.